Event description:
The customer reported falsely decreased tsh generated from alinity I processing module and provided the following data: customer reference range for tsh is 0.35-4.94 uiu/ml sample ID (B)(6): tsh 0.0402 and repeat result was 1.2189 uiu/ml. Patient is a 28 year old female. Sample ID (B)(6). Tsh 0.0129 and repeat result was 0.4397 uiu/ml. Patient is a 27 year old female. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1: patient identifier: sample ID (B)(6) is a 28 year old female & sample ID (B)(6) is a 27 year old female. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional information in section d10 concomitant product the alinity I processing module was inspected and logs reviewed. The r2 pipettor valve connector was found to be loose. The syringe assy was tightened to resolve the issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with syringe assy did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or the syringe assy was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely decreased tsh generated from alinity I processing module and provided the following data: customer reference range for tsh is 0.35-4.94 uiu/ml sample ID (B)(6): tsh 0.0402 and repeat result was 1.2189 uiu/ml patient is a 28-year-old female. Sample ID (B)(6): tsh 0.0129 and repeat result was 0.4397 uiu/ml patient is a 27-year-old female. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.